Event description:
It was reported that a patient underwent a breast reconstruction surgery on(B)(6)2024 and suture was used. The suture was broken when the surgeon attempted to sew subcutaneous tissue. Changed to another two to continue the surgery and the suture was broken when the surgeon attempted to sew skin. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.¿

Manufacturer narrative:
Pc-(B)(4) this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. The returned product determined that it was received one partially dispensed suture that pertain to the product code vcp433h. In order to evaluate the condition of the returned samples, the suture was dispensed without problems and examined along of the strand and no issues related to breakage suture or anomalies were observed during evaluation. In addition the needle was not returned for analysis. This product code contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.